Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit passed self-test. No unexpected missing segments or partial display anomaly noted. Unit was received with cracked retainer, cracked case at battery tube side, minor scratched display window, fading serial number label and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a display issue with the insulin pump. Customer reported that the display screen on the pump goes gray on occasion. Customer's blood glucose at the time of the incident was 92 mg/dl. No significant events leading to the display issue were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Analysis letter is being sent at the customer's request as the product is expected to return.